Manufacturer narrative:
Investigation results: the visual inspection revealed that seal subassembly was in the loader but outside the delivery tube. The plunger was not depressed. The seal was not in the proper position and was cracked, most likely due to repeated attempts to fold and load. This evidence suggests that during the failed attempt to load the seal into the delivery tube, the delivery device was removed from within the loader device and was then pushed back into the loader device prior to shipment. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not curl/burrito properly for loading into the delivery tube. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.